Event description:
It was reported that on (B)(6) 2012 at 5:00 am, the patient obtained a blood glucose reading of 545 mg/dl. The patient experienced no symptoms of high or low blood glucose levels. At that time, the patient's mother discovered the pump would not power on. The patient replaced the battery to no avail. The patient corrected his blood glucose level by taking a bolus of 8 units insulin via a syringe injection. His subsequent blood glucose level was 201 mg/dl. At 3:00 pm, the patient's reading was 301 mg/dl and he experienced the symptom of thirst. Troubleshooting revealed the patient had replaced the pump's battery, there was no damage to the battery cap or compartment, and there had been no misuse. The power issue was not resolved. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box reveals that the pump was last used on (B)(6) 2012. The pump's display screen was found to be damaged and display screen was not displayed when the pump was powered on. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was used in the pump; the pump was powered on and verify screen was displayed. The rewind, load and prime steps were performed on the pump with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.